Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction following submission of initial MDR, the customer information was not correctly reported. Section e updated to reflect correct customer address. Device evaluation: four photos were provided to our quality team for investigation. Three photos show one loose syringe with a distorted stopper with a red arrow pointing at the stopper, and one photo shows nine loose syringes with eight of them having a distorted stopper condition. The condition observed is non-conforming per product specification. Potential root cause for the stopper distorted defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 3237263. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Materials#: 301028 batch#: 3237263 it was reported that the bd syringe 5ml s/t bns stopper was defective/damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached manufacturing personnel reported 22 syringes with the rubber stopper damaged. Item - 301028 lot - 3237263.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.